Event description:
It was reported the coil became stretched during use. The physician chose to use a snare to retrieve it. The procedure was completed with the use of another device. There was no a clinical consequence or impact to the patient.

Event description:
It was reported the coil became stretched during use. The physician chose to use a snare to retrieve it. The procedure was completed with the use of another device. There was no a clinical consequence or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the response received it was determined that this coil was used with an echelon microcatheter. Other coils were successfully deployed with the echelon microcatheter and continuous flush was maintained. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The coil was returned along with the retrieval device and two catheters. Visual inspection noted that blood evident in the hub of the catheter. The distal end of the coil was in the distal end of the microcatheter containing the retrieval device. The proximal end of the coil was inside the second microcatheter. The second catheter was cut to remove the coil and delivery wire. Blood exited the microcatheter indicating insufficient flush had been maintained. The coil was extensively stretched and it broke off of the delivery wire while attempting to remove it from the catheter in the laboratory. It was reported that a non-boston scientific microcatheter was used to deploy the coils during the procedure. Although the inner diameter of the microcatheter used is compatible with the device, the directions for use state (dfu): "the matrix2 detachable coil is designed to be delivered through a boston scientific 2-tip infusion catheter. The compatibility of the matrix2 detachable coil system with other catheters and other coil delivery devices has not been established." Furthermore, the presence of blood evident in the returned devices is indicative that sufficient flush was not maintained and the dfu state: "to achieve optimal performance of the matrix2 detachable coil system, and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and matrix2 delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the matrix2 detachment zone." It is most likely that these two factors contributed to the reported event and therefore, the most probable cause is operational context.